Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00953. It was reported that patient experienced diminished/loss of therapy due to autoreducing. Lead diagnostics showed that left lead had all high impedances and the left lead also had high impedances. Surgical intervention was undertaken wherein both occipital leads were explanted and replaced. Effective therapy was restored.